Event description:
It was reported the customer did not bolus an appropriate amount for the large meal they consumed. The customer's blood glucose (bg) level subsequently decreased to 535 mg/dl. A correction bolus was administered to address bg and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus.